Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker exhibited simultaneous noise and oversensing on the right atrial (ra) and right ventricular (rv) channels. Technical services (ts) reviewed the noise and noted it had the appearance of electromagnetic interference (emi). There was rv pacing inhibition with possible pauses of greater than two seconds. The rv sensitivity was reprogrammed to resolve the oversensing, and the health care professional (hcp) would continue to monitor the sensing. No adverse patient effects were reported. The device remains in service.